Event description:
It was reported resistance was encountered upon removal attempts of the guidewire used for filter placement following successful filter deployment via a jugular approach. The guidewire was reportedly lodged between two filter legs. Continual removal attempts resulted in unraveling of the wire. The sheath was reintroduced over the filter to stabilize it and the filter was successfully retrieved via the femoral approach with a snare. The wire was cut after successful retrieval of the filter via the femoral approach and removed via the jugular entry site. Another filter was successfully placed without pt complications. One filter with a piece of uncoiled guidewire extending through the apex of the filter was received, evaluated and retained by this MFR. The engineering evaluation revealed the piece of guidewire moved freely through the apex of the filter and was not lodged in legs or apex of the filter. The guidewire had 6 millimeters of core wire attached to the ball weld with 117 millimeters of uncoiled guidewire coil. No defects were noted with the filter. Co's follow up indicated the guidewire may have kinked during initial filter placement which may have contributed to this event.